Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. On (B)(6) 2013, the patient presented in af and cardioversion was performed to restore patient to sinus rhythm. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received states that the patient was presented for clinic visit on (B)(6) 2016. The patient was noted to be in overt congestive heart failure (chf) without significant sustained arrhythmias. The patient was seen again for chf exacerbation on (B)(6) 2016 by cardiology rn and patient was advised to present to the emergency room and was ultimately admitted to the intensive care unit. During the hospitalization, patient was found to have decompensated chf, acute renal failure and was supported with intravenous positive inotropic agents. A slow ventricular tachycardia (vt) at rates between 100-120 bpm was also observed. The patient was treated with medications and the device was programmed to treat slow vt. On (B)(6) 2016, the device successfully gave therapy to rescue the patient from slow but hemodynamically significant ventricular tachycardia. Despite intensive critical care, it was reported that the patient continued to decline clinically. The patient opted to enter hospice and the device tachy therapies were turned off and discharged to hospice on (B)(6) 2016. Patient expired from progressive chf on (B)(6) 2016.